Event description:
It was reported, the patient experienced a shocking sensation in her vagina. High impedances, greater than 4000 ohms, were discovered on (B)(6) 2011. Reprogramming occurred on (B)(6) 2011 and (B)(6) 2011. The patient resolved without sequela on (B)(6) 2012.

Manufacturer narrative:
Product ID: 3889-28 lot# v014978, implanted: 2007 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v014978, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. (B)(4).

Event description:
Additional information received reported that the event was possibly related to the device or therapy and not related to the implant procedure.